Manufacturer narrative:
The reported event is inconclusive due to poor sample. No physical sample was returned, however, a photo sample was submitted. Visual evaluation of the photo sample noted the unit box with ref 0165l16 and lot nggvx503, the catheter was not pictured, therefore, the photo sample could not be evaluated for the reported failure. Additionally, the material number pictured does not correspond with the material number reported. A potential root cause for this event could be, "high modulus latex". The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box" "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." "Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer had two foley catheters that have had holes in them. Per follow up received on 20jan2023, customer stated that the balloon would not hold fluid because it had a hole. They threw both of them away because they could not use them and now don't have enough to get them to next shipment. Per follow up via phone on 18april2023, it was reported that customer no longer have that information and had since thrown all of that information away.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had two foley catheters that have had holes in them. Per follow up received on 20-jan-2023, customer stated that the balloon would not hold fluid because it had a hole. They threw both of them away because they could not use them and now don't have enough to get them to next shipment.